Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, broken off reservoir tube lip, missing end cap sticker and loose/protruded drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir compartment was cracked. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.